Event description:
It was reported that the patient was experiencing pain at the site of their scs ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was re-sutured by the physician to address the issue. Therapy was resumed post-operatively.

Manufacturer narrative:
Date of event is estimated. A patient's pocket was revised to address pain at ipg site and ipg movement within pocket was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.